Event description:
Unit administrator reports an exeltra 190-single use high flux dialyzer in which a blood leak was detected during use. Treatment was close to being finished and was discontinued. Hemoglobin was drawn from patient per facility protocol. Reporter stated that no injury occurred.

Manufacturer narrative:
The issue of blood leak has been studied in technical summary.